Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and resumed insulin to address the issue. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
H3: device not returned.